Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-sep-2023. [Additional information]: on 20-sep-2023, limited information was received that confirmed the embotrap iii device made only two passes. The patient was not symptomatic from the failed recanalization. Section e.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00126 and 3011370111-2023-00127. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2023. [Additional information]: on 12-oct-2023, additional information was received. The information indicated that the embotrap device used was a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 23c155av). The surgical access point was femoral. An 8fr introducer sheath (unspecified brand) and a peel-away sheath was used. The emboguard balloon catheter was inflated ¿1 or 2 times.¿ the information indicated that the vessel at the lesion internal carotid artery (ica) to the origin of the middle cerebral artery (mca) was ¿slightly tortuous.¿ no medication was administered for the spasm; ¿no medication required.¿ it is unknown, ¿could not be confirmed¿ if the spasm resolved before the use of the embotrap iii device to make the two passes. The clot was reported to be ¿stiff.¿ the procedure was deemed completed with two passes, but recanalization was not achieved, ¿because the clot was too stiff to achieve recanalization.¿ there is no additional procedure planned if additional treatment is needed, ¿it would be with medication.¿ it is not known if the patient was symptomatic from the failed recanalization. The pre- and post-procedure tici scores were 0. No further information can be obtained. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00126 and 3011370111-2023-00127. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is report that the limited additional information received on 20-sep-2023 from the japan team was added to the complaint by mistake. The japan team requested that the information be made void. The information reported in the 3500a supplemental report #1 related to the number of passes the embotrap iii device made and related to the patient not being symptomatic from the failed recanalization is un-reported. The initial reporter name and phone number reported the 3500a supplemental report #1 will also be un-reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00126 and 3011370111-2023-00127. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The limited additional information received on 20-sep-2023 from the japan team was added to the complaint by mistake. The japan team requested that the information be made void. The information reported in the 3500a supplemental report #1 related to the number of passes the embotrap iii device made and related to the patient not being symptomatic from the failed recanalization is un-reported. The initial reporter name and phone number reported the 3500a supplemental report #1 will also be un-reported.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting the internal carotid artery (ica) cerebral infarction, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000192109) was not stable and moved up and down during inflation, causing a spasm. The detail of the procedure is as follows: a 6 fr sy3 inner catheter (unspecified brand) went through type 3 aortic arch. The emboguard balloon catheter was placed in the lower cervical ica. When the microcatheter was advanced to the lesion at the ica to the origin of the middle cerebral artery (mca), there was difficulty in crossing the occlusion. The emboguard balloon catheter got moved up and down during inflation, in response to the microcatheter no being advanced. This resulted in the spasm. The spasm was subsequently resolved during the procedure. Thrombus retrieval was done for the suspected atherothrombotic stroke and two (2) passes were made with an embotrap iii revascularization device (catalog / lot# unknown), but recanalization was not achieved. It was reported that the procedure was completed with the two passes. Continuous flush was maintained during the procedure. The emboguard balloon catheter was used at the ica. The spasm improved during the procedure and the patient had no further problem.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000192109) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Arterial spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the emboguard and embotrap iii instructions for use (IFU) as such. There were no alleged device performance issues / device malfunctions associated with the embotrap iii device during the procedure, as the device performed as intended. Regarding the emboguard device, the event describes ¿resistance/friction¿ when moving the ancillary device through the main lumen. Interference or friction between devices is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury. This is a common practice during procedures and is stated in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges an increased potential for patient injury is remote. Since the emboguard exhibited signs of ¿inadequate support¿, there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended. In this case, the inadequate support of the emboguard device resulted in the device ¿[moving] up and down during inflation, in reaction to the microcatheter not being advanced. This resulted in a spasm¿. The severity of the event is unknown and the relationship of the devices to the reported event cannot be excluded. Therefore, the event will be conservatively reported to the us FDA meeting reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00127. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.